Manufacturer narrative:
Age at time of event: 18 yeas or older. Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device identified no kinks or damage along its entire length. An examination of the balloon identified that the balloon had been inflated and was not refolded. There were no tears visible in the balloon material. The device was attached to an encore inflation unit and during the first attempt to inflate the balloon a pinhole leak was identified in the proximal sleeve of the balloon. No other leaks were observed in the balloon. A microscopic examination of the proximal sleeve identified no other damage which could potentially have contributed to the pinhole leak. An examination of the markerbands identified no damage.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that balloon leak occurred. A retrograde approach was used to gain access to the 90% stenosed target lesion located in the moderately tortuous left forearm shunt. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation; however, during the first inflation at 3-4 atmospheres, leakage of contrast media was noted. The device was removed an inspected for any visible defects on the device, none were noted. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported. However, the returned device analysis revealed balloon pinhole.